Event description:
Procedure type: low anterior resection. According to the reporter: the staple line opened after two days and the patient was reoperated. A new eea instrument was used for a new anastomosis. No blood loss was reported. Patient is in stable condition.